Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown at the time of incident. Insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened act and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.